Event description:
Rptr has experienced a problem with amalgam dust and mercury leakage. Rptr utilizes the kerr automix amalgamator and tytin amalgam lot #7-1112, date of MFR 06/97. Rptr has discontinued using tytin amalgam at this time.